Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ecgs) was confirmed. Upon investigation the electrode belt failed an ECG fall-off test and a te recognition test. The cause for the failure was isolated to a broken solder joint in the distribution node. The root cause for the broken solder joint could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt had non-functional ecgs.